Event description:
It was reported that a motor stall occurred that recovered within two hours. The pump was reportedly stalling and starting continuously. Diagnostics included checking the logs. Per provided event logs, a motor stall and recovery occurred on 2013 (B)(6). Another stall occurred on 2013 (B)(6) that recovered the following day. A stall occurred again on 2013 (B)(6) and recovered that day. A second stall occurred that day and per logs provided a recovery was not recorded. The patient experienced underdose symptoms specifically starting to feel an increase in pain. As a result of the event, replacement was required. The device system was used to deliver dilaudid. It was later reported that the patient went to the emergency room on 2013 (B)(6) due to the pump alarming. The patient was experiencing withdrawal symptoms and received a shot for pain at the hospital. After the device was checked the following morning and a motor stall that recovered after ¿about¿ thirty hours later was discovered, the patient was discharged shortly after. The pump then started alarming again on 2013 (B)(6), was alarming every hour and was a double beep. The patient had not experienced a return of symptoms at that point. The patient¿s last refill had been on 2013 (B)(6) and the next was scheduled for 2013 (B)(6). Per the logs provided, a motor stall occurred one the day that patient was hearing the alarm again. The patient had spoken with his health care provider (hcp) on the morning of 2013 (B)(6) and was scheduled to see the hcp the following morning to check and test the pump. The patient hadn¿t received oral medication to take home from the emergency room but the hcp had told the patient that if he experienced withdrawal symptoms to go to the emergency room again. It was later reported that replacement surgery was scheduled for 2013 (B)(6).

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found gear train anomalies with the motor, corrosion and/or wear and/or lubrication along with a stall due to shaft bearing was seen. Significant residue and shaft wear was seen on the upper shaft of gear 2. Some residue was also found on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly.